Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light/ unit alarms not functional. The key failure is the 4 way valve not shifting, sieve beds other/ defective, tie wraps leaking, and power switch is other/ defective.